Event description:
The customer reported the system made a noise, displayed an overload fault and locked up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced during the service call. The system was tested, found to be working as intended and returned to service.